Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant product: d334trg ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the atrial lead and left ventricular (lv) lead were explanted and not replaced as the patient had a cardiac transplant. The proximal segment of both leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.